Event description:
It was reported that the patient had a massive bleeding in their upper gastrointestinal tract. On (B)(6) 2022 the patient received a blood transfusion with a concentrated red blood cell solution of between 4 and 8 units. There was no drug therapy treatment. The anticoagulant treatment at the time was warfarin and aspirin. The patient's international normalized ratio was 2.7, activated partial thromboplastin clotting time was 38 seconds, and platelet count of 241,000 / l (test date: (B)(6) 2020). It was reported that the patient had a history of gastric polyp at the bleeding site.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR # 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2020, the patient developed a urinary tract infection. Treatment with drug therapy was performed. The cause of infection is "due to the complexity of medical management." There is no association between infection and this product.

Event description:
It was reported that on (B)(6) 2020 the patient had right heart failure, edema and ascites with a cardiac index of (ci) <2.0 l / min / m2. There was suspected to be a link between right heart failure and this product.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvad), (B)(6) , and the report of right heart failure, edema, ascites, and gastrointestinal (gi) bleeding could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6). No additional related complaints have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists right heart failure, bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, "introduction." Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure, as well as possible treatments. Information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding, can also be found in section 6. Care instructions for preventing infection are outlined in section 6 of the IFU with suggested responses in the event of an infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions for preventing infection in several sections. The relevant sections of the device history records for (B)(6) were reviewed, including packaging and sterilization records, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient had a blood transfusion on (B)(6) 2020.